Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned for evaluation. The reported cds leak was confirmed via returned device analysis. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the clip delivery system (cds), a leak was noted at the gripper cap. If a leak were to recur in the anatomy, it has the potential to compromise the fluid path integrity and lead to an air embolism. It was reported that during preparation of the clip delivery system (cds), a saline leak was noted at the gripper cap. It was not possible to stop the leak; therefore, the device was not used. There was no patient involvement. A new cds was used without issue. No additional information was provided.